Manufacturer narrative:
(B)(4). This complaint could not be confirmed during baxter and haemotronic's sample evaluation. Haemotronic's investigation report stated that a review of the dhf did not find "anything of anomalous". Because the complaint could not be confirmed, root cause could not be determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
This report is a result of a customer contacting baxter. The customer reported that the blood lines leaked during prefilling. However, the reporter did not point out the leak location. No patient injury or medical intervention was reported along with this complaint.